Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, was alarming no disposable, near the beginning of treatment. Per reporter the patient was switched to a new pump. No adverse patient effects were reported. No additional information is available at this time

Manufacturer narrative:
Additional contact information: (B)(6).